Event description:
The customer reported an issue with the touchscreen responsiveness of the pump, noting that the screen froze and did not respond to input. Blood glucose levels were unknown but displayed as "high," prompting the customer to administer a correction bolus via the pump. The customer reverted to an alternative method of insulin therapy.